Event description:
While retesting a positive sample for havab-m on the axsym analyzer, the account received a false negative result of 0.12. After receiving the negative result, the account reran the sample again and received a result of 1.78, which correlated with a previous result from the sample of 1.82. The account recentrifuged the sample and retested again (n=4) and received results of 1.70, 1.66, 1.73, and 1.67. No report of injury.

Manufacturer narrative:
Complaint evaluation: based on the info contained in the call test and add'l info provided from the evaluation of the instrument, it was not possible to determine an assignable cause for the erratic result. Analysis of complaint trending was performed as part of the investigation. There were no adverse trends observed in either 12 months of complaints for the axsym analyzer or in pt results' complaints coded against the analyzer. This is the final report.